Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed one device was returned but not in any original packaging. The distal anchor and distal plug were not returned. The proximal anchor is on the device and broken. Bio debris is present. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, two (2) healicoil knotless anchor broke. All the pieces were successfully removed from the patient with the help of a grasper. The procedure was finished with a smith and nephew back up device used in an additionally drilled bone hole, and a void was left in the patient. No delay and no further complications were reported.

Manufacturer narrative:
H11: corrected information in h6 (health effect - clinical code).